Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had a deformed stopper. The following information was provided by the initial reporter : the customer reported the stopper was found to be deformed before use.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo provided. The reported issue was observed and based on trend analysis no further action is required at this time. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h10

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had a deformed stopper. The following information was provided by the initial reporter : the customer reported the stopper was found to be deformed before use.